Event description:
An optometrist reported that a pt was diagnosed with a central corneal ulcer in the right eye associated with extended wear of focus night & day lenses. The pt first experienced discomfort in right eye in 2003, states they removed lens & was seen by optometrist on 2 days later . Pt presented with moderate pain, watery discharge & severe redness/injection. Staining present over entire infiltrate, but no anterior chamber reaction. No culture was taken. Treatment begun with ciloxan, 1 drop every 15 minutes for 6 hours, then 1 drop every 30 minutes for rest of day 1, 1 drop every hour for day 2, then 1 drop every 30 minutes for rest of day 1, 1 drop every hour for day 2, then 1 drop every 4 hours day 3-14. The following month. Ulcer resolved & refit to proclear lenses. Scar remains with no loss of visual acuity. No further info is available at this time.